Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Customer¿s blood glucose level was 200 mg/dl. Tandem technical support educated the customer on performing the air removal step when loading a new cartridge.